Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was difficulty with the pacing system maintaining capture. Subsequently, the pacing lead in the right ventricle was adjusted. After adjusting the pacing lead, cardiac tamponade was noted and drainage was performed. The transcatheter aortic valve was then successfully implanted. After implantation of the valve, bleeding due to the perforation did not improve, so a thoracotomy was performed. 8 days following the procedure, the patient's cardiac tamponade had subsided.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.